Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds and loss of capture. The rv lead was found dislodged. It was identified via x-ray. The rv lead was repositioned and remains in service. No additional adverse patient effects were reported.